Event description:
Tech alleged that the head hi/low drifts down slowly. No pt impact.

Manufacturer narrative:
The tech determined the cause to be a faulty emergency trendelenburg valve. The emergency trendelenburg function still works. The tech replaced the emergency trendelenburg valve to resolve the issue.